Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. A manufacturing and quality control review was performed for device wb91051w with serial number (B)(6) . There is no non-conformity associated with this device with respect to the described issues. The device history record review showed that the device was manufactured according to valid instructions and met all specifications. The error e433 intermittently observed for the device during inspection is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). In this case, it is attributed to the high voltage power supply (hvps) board. Presently, an in-depth investigation of the hvps boards with error message e433 is being carried out by research and development.

Manufacturer narrative:
No additional information is available for this event yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not available at this time. There was no user complaint for this event. This device came in for a preventive maintenance and an e433 error was observed intermittently during inspection. This error was attributed to a faulty high voltage power supply (hvps) board. In conclusion, the cause for the faulty high voltage power supply (hvps) board could not be determined.

Event description:
This device came in for a preventive maintenance and an e433 error was observed intermittently during inspection. No patient involvement.